Event description:
It was reported to the rep the device was used in a thoracotomy. It was reported the cutter would not cut smoothly on the second firing. The staple line was not hemostatic. It had to be sewn over. There is no consequence to the pt.